Event description:
It was reported that the pcu's had displayed error code 800.8000. While working on diagnosing a different error (120.4610), customer also found several 800.8000 errors. Additional information provided: pump sn (B)(6) had no modules attached. During startup the screen would not advance, and the pump alarmed. There was patient involvement but no harm. Pump sn (B)(6) this event occurred several months previous. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pcu's had displayed error code 800.8000 was confirmed through the review of the pcu logs for this investigation. ¿ a review of the pcu s/n (B)(6) error log identified a system error code 800.8000.0 (general os failure) that was recorded on 04apr2024 at 10:44:25 am. O log review also observed on 24apr2024 at 10:44:22 pm ¿ 10:44:43 pm the pcu powered on two (2) times without powering off after disconnecting the concomitant syringe module s/n (B)(6), at this time the error log confirms an error 800.8000. Infusions were programmed on the pcu as per the event log for the reported date and time, all infusions completed as expected without errors or anomalies. ¿ functional testing of the suspect pcu s/n (B)(6) in the ¿as received¿ noted a ¿missing battery¿ alarm after boot sequence. When retrieving the power supply board, the cable that connects the battery to the power supply board was observed to be disconnected. After reconnecting the cable and powering on the device, ¿missing battery¿ alarms were no longer observed. O the performed battery conditioning test based on the test procedure observed in service bulletin 592a, observed the battery capacity displayed within the recommended milliampere-hours (mah) range. O power cycling testing with the system transitioning between ac power (120v for 30 minutes) and dc power (battery, for 30 minutes) during an active infusion observed not issues after a 24-hour infusion. ¿ replacement of pcu¿s s/n 16421499 logic board with a known good dchu logic board observed that the pcu loaded the operating system and entered the initial page of the user interface. ¿ the bd alaris user manual v12.3 (dir: 10000365842) has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. ¿ the bd alaris user manual v12.3 (dir: 10000365842) on appendix a ¿ troubleshooting and maintenance states that: o ¿the life expectancy of the battery is dependent on the amount of use, the depth of discharge, and the state of the charge that is maintained. Generally, the battery has the longest life if the device is plugged in, and battery use is infrequent. Frequent use of battery power and insufficient battery charge cycles significantly decrease the life of the battery. O the battery is intended as a backup system. Leave the power cord connected to an external hospital grade ac power source whenever available.¿ o for proper battery maintenance the battery should be conditioned every 12 months by biomedical engineering. The battery should be replaced every 2 years by biomedical engineering. ¿ during internal inspection of the suspect pcu s/n 16418531 when retrieving the power supply board, the cable that connects the battery to the power supply board was observed to be disconnected. The cable was properly reconnected. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause for the reported displayed error code 800.8000 (general os failure) is being attributed to a hardware related issue with the battery not being properly connected. The pcu was found to be working as intended based on laboratory testing. The probable cause of the ¿startup files missing¿ failure is due to a faulty compact flash (cf) card. The cf card is adhered to the pcu board for cyber security purposes and cannot be removed for laboratory testing.

Event description:
It was reported that the pcu's had displayed error code 800.8000. While working on diagnosing a different error (120.4610), customer also found several 800.8000 errors. Additional information provided: pump sn (B)(6) had no modules attached. During startup the screen would not advance, and the pump alarmed. There was patient involvement but no harm. Pump sn (B)(6) this event occurred several months previous. There was patient involvement but no harm.

Manufacturer narrative:
Omit: g02008 - computer software. Correction: imdrf annex g code.

Event description:
It was reported that the pcu's had displayed error code 800.8000. While working on diagnosing a different error (120.4610), customer also found several 800.8000 errors. Additional information provided: pump sn (B)(6) had no modules attached. During startup the screen would not advance, and the pump alarmed. There was patient involvement but no harm. Pump sn (B)(6) this event occurred several months previous. There was patient involvement but no harm.